Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the customer reported issue, which included the replacement of the master tool manipulator (mtm) due to observed stiffness and lack of responsiveness on the system. Errors associated with the motor axis were confirmed in the system logs, and the part was replaced to correct the reported problem. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy mtm ssc is5000 is being analyzed for the customer reported issue.

Event description:
It was reported that prior to starting, there was a potential problem with the right hand control on the da vinci 5 system. The customer reported an error when starting up the system, and after attempting to restart the system with no change, technical support recommended a hard power cycle and exercising the right hand control while powered off. The procedure was aborted to another da vinci system with no report of patient injury.

Manufacturer narrative:
This master tool manipulator (mtm) was returned failure analysis and the reported issue was confirmed. Fa performed visual inspection and found no problem related to reported issue. Fa checked and verified error 23062 vis the system logs, then installed on an internal test system and powered on. The system powered on and right away and faulted with errors 23062.

Event description:
Refer to h11 for follow-up information.